Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 additional information was received from the health care provider via the representative who clarified that it was observed during the catheter revision that the catheter was kinked at the pump segment right where it exited the anchor. The surgeon disconnected the anchor and also the pump segment from the connector pin, trimmed about 2mm from the pump segment and reconnected the pump segment to the pin and slid the strain relief sleeve over. The physician did not use a new anchor because he felt the lead (catheter) was very well healed into place and did not need another anchor that could potentially cause the catheter to kink again. No new catheter was required/implanted. There was no pump issue during the catheter revision. The catheter that was left in place was patent and had confirmed csf flow back and that this portion of the catheter was working fine. Prior to going into the operating room, the clinic nurse had gone through the catheter access port (cap) and was able to draw 2ml of csf to confirm the patency of the catheter. No catheter will be returned. The current patient status and the model and serial of the catheter were still being inquired of the nurse. Should additional information be received a supplemental report will be filed.

Event description:
On 2016-01-13 information was received from the representative who reported the old catheter model/serial. Another dye study was performed on (B)(6) 2016 on the patient and the catheter was working fine. The patient still has increased spasticity. They have now ruled out the pump and looking at other causes of the increase in spasticity. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8637, serial# (B)(4), product type: pump. (B)(4).

Event description:
It was initially reported that the patient experienced a sudden increase in spasticity and a dye study was to be performed. This device system delivered lioresal with a concentration of 2,000 mcg/ml and a dose of 715 mg/day; the lot was not known. Later on (B)(6) 2015, the health care provider (hcp) via the representative provided that the dye study revealed the catheter was intact; no kink or break. No further action had been taken as the catheter was intact and the pump was working. It was assumed at that time there was another reason for the increase in spasticity. The patient still experienced increased spasticity and the patient's bladder was questioned. The issue had not been resolved. Further on (B)(6) 2015, additional information was received from an hcp regarding a patient whose pump contained baclofen 2000 ug/ml at a dose of now 735 ug/day. There was a suspected problem with the device or therapy as magnetic resonance imaging (MRI) was being done due to the patient having ongoing increased spasticity with sudden onset. Although it was also reported that no medical symptoms were reported. The event date was now noted as approximately (B)(6) 2015. The hcp did not hear any audible pump alarm but confirmed a stall and recovery that occurred on (B)(6) 2015 post the MRI within the 2 hour limit. A catheter dye study was performed in (B)(6) 2015 and the catheter was found to be patent; as previously noted. No bolus was done to confirm the patient's response. However, the hcp experienced pump refill issues on (B)(6) 2015. The hcp had a hard time filling the pump and was only able to fill it with 30 cc when she was expecting to fill with 40 cc of drug despite aspirating until there were no air bubbles. There were no reservoir volume discrepancies previously nor on (B)(6) 2015. Additional information was requested to clarify what further actions/interventions were taken to resolve the issues reported, indications for use of the pump system, and concomitant medications. On (B)(6) 2015, information was received from a company representative who indicated that the lioresal lot number was unattainable. As a result of the event, the patient returned for a refill a week after the reservoir filling issue. The healthcare provider was able to fill the pump without any problems. There was no issue with motor stalls, and the patient was going to undergo a catheter revision on (B)(6) 2015 to try to determine why the patient was getting intermittent therapy from the pump. The indication for the pump and therapy use was multiple sclerosis and spasticity. Lastly, the healthcare provider did not disclose any of the patient's concomitant medications. Additional information was requested to clarify what was observed with the catheter during the replacement, catheter status, current patient status, and the return of the product. Should additional information be received a supplemental report will be filed. (See also manufacturer report # 3004209178-2015-23629 which captures the pump associated with this event)